Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received 1 sample for investigation which consisted of a used luer-lok access device (llad) along with a terumo tube. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. The terumo product used in conjunction with our llad and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the llad sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through the stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts black over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter there was poor sleeve function and blood splatter/leakage or other sample leakage. The following information was provided by the initial reporter. The customer stated: "the customer reported "blood leaked from the sleeve."